Event description:
It was reported that on multiple occasions, the implantable cardioverter defibrillator (ICD) delivered rounds of anti-tachycardia pacing (atp) and shocks to convert the patient's ventricular arrhythmia. It was noted that some of the atp accelerated the rhythm into the ventricular fibrillation zone. The ICD remains in service and no additional adverse patient effects were reported.